Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "intra capsular rupture of the breast prosthesis on the right. Presumably a silicone lymph node on the right axillary".

Event description:
Patient representative reported "intra capsular rupture of the breast prosthesis on the right. Presumably a silicone lymph node on the right axillary" discovered via MRI. Device has been explanted.

Event description:
Patient representative reported "intra capsular rupture of the breast prosthesis on the right. Presumably a silicone lymph node on the right axillary" discovered via MRI. Device has been explanted.

Event description:
Patient representative reported "intra capsular rupture of the breast prosthesis on the right. Presumably a silicone lymph node on the right axillary" discovered via MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two broken in the same edge assessed as an unidentified (tear) opening (shell thickness within spec). Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: no other observations observed.